Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the suction arm loose. Based on the result, we concluded that it was caused due to the excessive force applied on the suction arm. In addition, our technician confirmed that the light guide cable buckled, the remote control buttons cracked, the remote control buttons leak, the light guide cable bump, and the operation channel (primary) resistance; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0620(control body)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Suction nipple loosened.